Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Evolve (B)(6) clinical study. It was reported that myocardial infarction occurred. In (B)(6) 2014, the patient presented due to elevated biomarkers indicating ischemia prior to procedure with objective evidence of ischemia and was referred for cardiac catheterization. On the following day, the index procedure was performed. The target lesion was located in the proximal left circumflex artery with 80% stenosis and was 9mm long, with a reference vessel diameter of 2.5mm. The target lesion was treated with predilation and placement of a 2.50x12mm study stent with residual stenosis of 0%. Two days post procedure, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2015, the patient presented with cardiac enzymes elevation, which was consistent with protocol definition of myocardial infarction (mi). Four days later, electrocardiogram (ECG) revealed q wave mi and the patient was hospitalized on same day. Angiography was performed and treated with medication. Three days post hospital admission, the patient was discharged. Four days later, the event was considered to be recovered/ resolved.